Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Pt could not identify the location of the leak. Pt had no known adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.